Event description:
A zoll account coordinator, contacted zoll customer support to report that an (B)(6) male, pt's charger/modem was not functioning properly. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device evaluation of charger (B)(4) has been completed. The reported problem (charger not functioning properly) was confirmed. As received, the battery charger would not power up. Upon investigation, it was found that inductor, l4 was broken away from the bedside board. The failure to power up was caused by the separated l4. The root cause of the separated l4 was unable to be positively identified but is likely due to rough handling during use. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.